Event description:
It was reported that during a surgical procedure at the user facility the device suction speed was fluctuating unexpectedly. The procedure was completed successfully. No delay and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device suction speed was fluctuating unexpectedly. The procedure was completed successfully. No delay and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired onsite by a manufacturer field service technician and returned to service.